Manufacturer narrative:
(B)(4):the complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx stent was implanted to treat a 3cm malignant distal lesion in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2015. According to the complainant, during the procedure the wallflex biliary rx stent was fully deployed in the common bile duct. The physician noted that upon removing both the guidewire and the stent delivery system that it had appeared as though the retrieval loops in the duodenum were not completely flared. The wallflex biliary rx stent was removed from the patient with rat tooth forceps during this procedure. The procedure was completed with another wallflex biliary rx stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.